Manufacturer narrative:
(B)(4): eval results and conclusions: (lesion/vessel severely calcified and 90% stenosis). (Stent embolism and failure to deliver the stent). (Use of force).

Event description:
The physician deployed a 2.5 mm diameter x 24mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in a pt that was moderately tortuous, exhibited 90% stenosis and severe calcification. It was reported that resistance was felt during advancement towards the lesion and upon retraction of the stent. It was reported that when the doctor tried to withdraw the stent, it became trapped and dislodged. The doctor deployed another stent to fix the dislodged stent to the vessel wall. No pt injury occurred and no clinical sequelae were reported. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).